Manufacturer narrative:
Return of product has been requested. Reporter returned 3 brush heads on (B)(6) 2017. Product investigation is pending.

Event description:
The actual head is coming loose on all of the brush heads / the cap with the bristles is loosing / brush caps have come loose from the attachment / brushes came loose [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on (B)(6) 2017 that he/she had a set of 3+1 oral-b precision clean brushheads. The consumer explained that the actual head was coming loose on all of the brush heads, and he/she nearly swallowed it. The consumer elaborated that the cap with the bristles was loosening. The consumer had been using the brush head for 6 weeks, and this was not the first time that he/she had used these particular brush heads. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. On (B)(6) 2017 received consumer's follow-up letter: the consumer reported that he/she had enclosed three of the brush heads from a 3+1 precision clean oral-b pack. The consumer described that the brush caps had come loose from the attachment, and the longest use that he/she got from the brushes was approximately 8 weeks before the brushes came loose. No further information was provided.